Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital stated it was impossible to remove the balloon from the sheath introducer during the surgery. The surgeon had to change the introducer in order to limit arterial vascular wounds. There were no clinical consequences as a result of the incident; no intervention required and the patient is fine.